Manufacturer narrative:
Replace mother board to fix the reported issue. No report of patient involvement.

Event description:
During ge healthcare depot repair, it was noted that the unit resets intermittently and gives service error 1 on reboot. There was no reported patient involvement.